Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device does not shows image. No negative impact in state of health reported.

Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. A visual and functional test was carried out on the endoscope. The endoscope shows slight wear marks. No light and no image output. Moisture that had penetrated the device damaged the interface board, which in turn affected the endoscope's electronics, leading to loss of image and light. Since the endoscope was tight, moisture could only have entered the endoscope through the pressure equalization valve. For this reason, it is reasonable to concluded that an operator error led to the failure of the image display. In addition, we would like to call your attention to the corresponding instructions for use (document#: (B)(4), version v1.1_10-2020) on page 23 and 24 chapter 7.5.2 performing the leakage test - in liquid. "Remove the endoscope from the liquid and press the vent button on the manometer. The test pressure must drop to 0 before the leakage tester can be removed. Note: never release the pressure in the liquid." And in chapter 7.7.1 manual cleaning on page 24 and 25. "Attention: the pressure compensation cap must not be in place on the vent port for cleaning and disinfection." The event is filed under internal karl storz complaint ID: (B)(4).